Event description:
It was reported that the patient's pacemaker was not pacing. A lead revision was performed; however, the issue remained. No intervention was reported on the device. The patient was discharged.

Manufacturer narrative:
Correction for h6 coding.